Manufacturer narrative:
Product analysis: the device returned with numerous kinks along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 39th distal stent wrap with struts raised. There was slight deformation to the distal tip. Kinks evident on the distal shaft 14.8cm, 15cm, 15.1cm, 15.2cm and 22.9cm distal to the guidewire entry port. Cine images received the device captures the severely calcified lesion in the rca as reported by the account. Chronic total occlusion visible in the rca as reported by the account. Pre-dilation is evident from the images with an unidentified balloon. Previously deployed stents were visible in the proximal rca. The attempted delivery of the resolute onyx 3.5x38mm stent is visible from the images. The reported stent deformation and subsequent removal of the device is not visible from the images. The lesion site is then treated by the successful deployment of two resolute onyx stents. (B)(4) please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
One resolute onyx drug eluting stent was being used to treat a lesion in the rca. The lesion was mildly tortuous with severe calcification. The lesion was a cto (chronic total occlusion-100%) there was no damage to the packaging. There were no issues removing the device from the hoop/tray. Device was inspected prior to use with no issues noted. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was experienced when advancing the device and excessive force was used. It is reported that stent deformation occurred in vivo during removal. Difficulty was also experienced removing the device prior to stent deployment. The device was removed and 2 resolute onyx drug eluting stents were used to complete the procedure (ronyx40038x and ronyx40026x). It is indicated that the issue may be related to interaction with another implanted stent. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.